Event description:
On 20-aug-2021, a spontaneous report from the united states was received via telephone from a (B)(6) female consumer regarding the thermacare joint therapy 8hr 4ct. Medical history and information regarding usage of concomitant products were not provided. On about (B)(6) 2021, the consumer opened two boxes of thermacare joint therapy 8hr 4ct (expiration dates of 11/2023 and 04/2023). When opening the products, she discovered that approximately four of them did not heat up and all were leaking black fluid from them. Consumer has retained product packaging for possible retrieval. On 24-aug-2021, additional information was provided via a consumer. The consumer noted that she did not use the product and did not get any of the leaking product on her. When she saw the product, it did not look like as what she expected. She put the product on the towel to see if it would get hot. The product was noted to hardly get warm.

Manufacturer narrative:
The root cause cannot be identified. There was limited device-specific information provided, no batch numbers or return samples were available for evaluation. Without batch reference numbers, a manufacturing and technical assessment cannot be completed for the wraps involved in this case. No product quality-related trend was identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures, including in process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is a product quality complaint for heat cells damaged/leaking. This subclass represents a potential device malfunction. Lot numbers nor return samples were received; a device malfunction cannot be confirmed.